Event description:
It was reported to tyco healthcare/kendall that, a customer had a problem with a angel wing blood collection holder. The customer stated that they attached the vacutainer to the IV and when they went to plug the blood tubes in, the hub portion separated from the needle, which left an exposed needle.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.